Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and the crimp on wrist control cable was found to be dislodged at the grip hub. As a result, the cables appeared to be broken but they were not. The cable crimp was captured inside the welded grip. A review of customer provided image was performed by an intuitive surgical inc., (isi) regulatory post market surveillance analyst. The instrument showed that black cable on instrument was protruding. The probable root cause of dislodged crimp is attributed to component failure. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-09-c as previously listed in section h9.

Event description:
Refer to h11 for follow-up information.